Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to the verify screen).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they received a call service alarm during sleep last night at 12:45am and 1:00am. The patient reported changing their site last night at 10:00 pm and successfully bolusing 5 units after the site change. The patient confirmed all units were delivered. The patient cleared alarm by taking out battery and rebooting pump. The patient then went back to sleep and did not check verify screen. The patient¿s blood glucose (bg) at 7:00am was 500 mg/dl with moderate nausea, thirst, large ketones, and ¿being out of it¿. The patient self treated with healthcare professional prescribed humulog and lantus. The bg at 9:00 am was 419 and the patient reports being asymptomatic. Patient had to leave call for work meeting. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to the verify screen.